Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. The device history records (dhrs) for the freestyle libre sensor and freestyle libre sensor kit were reviewed and the dhrs showed the freestyle libre sensor and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An error message was reported with the adc device. Customer's caregiver reported the customer received a "scan again in 10 minutes" sensor message and was unable to obtain readings or monitor blood glucose levels. As a result, customer experienced symptoms described as disorientation, stuttering and was unable to self-treat. Customer had contact with a healthcare professional who obtained an unspecified blood glucose reading on a hcp meter and provided treatment of glucagon for the diagnosis of hypoglycemia. No further treatment was indicated. There was no report of death or permanent injury associated with this event.